Event description:
Resident was being lifted from chair to bed with liko, uno 102 lift. The acuator arm of the lift broke, causing resident to fall on floor. Resident was transferred to hosp. Hospital reported a hip fracture had occurred.